Event description:
It was reported to philips that the device had a hand written note stating low pri alarm, barometric pressure failure. It is unknown if the device was in clinical use at the time of the event. The customer who reported this issue received the device for evaluation and repair with a handwritten note listing the issues. There was no report of patient or user harm/impact. The device was evaluated by a philips biomed who confirmed there was a message on the screen mentioning the barometric pressure error (post). The biomed checked the device in service mode and the barometric pressure was stuck on the default 686.0. The philips biomed ordered and replaced the data analysis pcba board which cleared this error. The performance verification test passed after repair was completed and the device was returned to service.

Manufacturer narrative:
The data acquisition board was received for failure analysis. The daq board was tested, and no-fault found. Fi investigation could not replicate the problem.

Manufacturer narrative:
H11: correction to the previous follow up report submitted: the data acquisition (da) board was returned for failure investigation (fi). Visual inspection of the returned part identified no anomalies. The fi testing verified the customer complaint and identified the root cause as failure of pressure sensor u5.

Manufacturer narrative:
It was reported that the device was being set up for patient use when the event was observed. The device was removed from service at the time of the event. No patient or user harm/impact.